Manufacturer narrative:
(B)(4).

Event description:
This rv lead has dislodged. The icds therapy was deactivated and this lead remains implanted.

Manufacturer narrative:
(B)(6) 2018 - this rv lead was successfully repositioned on (B)(6) 2017 and remains actively implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.